Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-02569. It was reported the pt complained of persistent pain at her ipg lead sites whether stimulation was on or off. The pt stated she had only used the sys for about 4 months since implant. She alleged she experienced ineffective stimulation coverage in her legs and headaches when stimulation was turned on. Follow-up indicated the pt plans to have her sys removed.